Manufacturer narrative:
Additional information was received about this event. The issue did not occur while the surgeon¿s head was inside the surgeon side console (ssc) high resolution stereo viewer (hrsv) while attempting to manipulate instruments. The instrument was in the patient when the motion issue occurred. The complaint was reported due to the arm moving unintentionally during the installation of the instruments. The customer contacted technical support, who informed that there were no systemic faults with the equipment and that the behavior observed was linked to the clutch mechanism being engaged without confirmation of the end position following installation. The surgeon did not disable or discontinue use of the arm due to the issue. The procedure was completed robotically with all 4 arms.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse and clinical sales representative (csr) monitored a procedure performed by the surgical team, confirming that the operator engages the clutch mechanism during installation and, upon completion, does not confirm the final position of the equipment. As a result, the brakes remain disengaged, leaving the universal surgical manipulator (usm) unsupported (hands-free). This condition should be avoided, as the usm is already connected to the patient via the cannula. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the clinical sales representative (csr) that when connecting the clamp and pressing the instrument clutch, arm 2 moves on its own. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: after receiving the customer complaint, reported by csr, regarding unintended movement of the usm during instrument installation, the field service engineer (fse) contacted both the hospital¿s clinical engineering team and csr to gather additional information, as system logs did not indicate any faults correlated to the reported event. The csr indicated that the issue was limited to a specific medical team and was not observed by other teams.